Event description:
It was reported that the patient had a loss of therapeutic effect and tried to adjust the therapy because they had an accident 4 days ago. The patient kept wetting, especially at night. When the patient had a lot of spasticity, it caused them to pee every time, and it had been getting worse over the years. This condition started about 15 years ago, when the patient was diagnosed with multiple sclerosis (ms), and it depended on what the patient drank. The patient had also had a lot of urinary tract infections (utis); this had been going on for years, even before getting the device. The patient did have more than 50 percent urinary relief, although it was not 100 percent. The patient programmer was working properly after the patient changed the batteries and installed them properly. Therapy was turned off when the patient first connected with their implantable neurostimulator (ins). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-33, lot # v107763, implanted: (B)(6) 2008, product type lead. (B)(4).